Event description:
The customer reported that he was hospitalized for low blood glucose levels. The customer was found by his daughter, and was then taken to the hosp. The customer stated that he may have over bolused for his carbohydrate intake, causing the event. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.